Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While the device was undergoing repair at the philips bench repair, it was discovered a damaged battery pin. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The device has been evaluated by a philips technician and the failure has been confirmed, however the part is either on hold or yet to arrive. The device will be returned to the customer as soon the repair is completed.